Event description:
This is report 1 of 3. This is a report of peritonitis in a patient coincident with dianeal therapies for continuous ambulatory peritoneal dialysis (capd). Dianeal therapies were ongoing. On an unreported date, the patient was throwing up and sick. The patient experienced peritonitis manifested by severe abdominal pain, throwing up and sick. The patient was hospitalized for peritonitis. The patient was treated with ancef, ip (dose and frequency unknown) for peritonitis. The patient was discharged from the hospital. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). One day after onset of the peritonitis, the patient (pt) presented to the emergency room (ER). An additional manifestation of the peritonitis was cloudy effluent. According to the admission notes, the pt suspected he may have disrupted his sterile technique the previous evening. Upon admission, vital signs included blood pressure of 150/90 mmhg, pulse 80 bpm (beats per minute) and regular and temperature 99 degrees f. The abdominal exam showed diffuse tenderness, guarding and rebound. Bowel sounds are active. Fluid examined is cloudy. There is no evidence of feces or signs to suggest perforation. On the same day upon admission, hospital peritonitis protocol was initiated which included ancef, 1 gram and fortaz, 1 gram to be incorporated into each 2l of dianeal solution for pd. On the same day the pt began treatment with morphine, 4mg IV (intravenously) every 2 hours as needed for severe pain. The next day treatment with morphine was stopped and switched to dilaudid, 1 mg IV every 2 hours as needed for severe pain and tylenol 650 mg every 3 hours as needed for mild to moderate pain. The following day, pd orders were changed to 1.5% dextrose 2l (liter) x 5 exchanges with last exchange of 2l with fortaz, 1 gram per 2l (if 5l bag use 2.5 grams fortaz) with a dwell of at least 6 hours then drain. Later the same day, pd orders were again changed to discontinue fortaz and add ancef, 1gram to last exchange of 2l (if 5 l use 2.5 grams), will give only 2 liters. Add heparin 1000 units per liter to pd fluid. One day later, pd orders were changed to ancef, 1gram in last exchange for 2l (2.5 grams for 5 liters of pd solution) use 1.5% x 5 exchanges, continued with adding heparin 1000 units/liter of pd solution. One day later, pd orders were changed to use 2.5% dextrose 2 liters x 5 exchanges, ancef, 1 gram in last exchange (2.5 grams for 5 liters) 10 hours. Pd orders remained the same for 2 days. One day later, the pt was discharged home with instructions to add ancef, 1 gram daily to pd solution. Discharge vital signs included temperature 98.2 degrees f, heart rate 63 bpm, respiratory rate 22 per minute and blood pressure 134/84 mmhg.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed on potentially associated lot numbers h13b06032 and h13b17021 with no issues noted during the manufacturing process. There were no deviations from standard procedure. An exception was noted for the batch but does not indicate any issues related to the complaint. Should additional relevant information become available, a follow-up report will be submitted. Same patient as (B)(4).